Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported tip detachment was not confirmed; however, the tip was returned inside the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the tip being retracted into the distal sheath. It may be possible that during the attempt to back load the guide wire, the tip and guide wire were not aligned, and the tip was inadvertently pushed into the distal sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The supera stent delivery system was loaded onto the guide wire, without resistance; however, the tip of the stent delivery system was missing. The missing tip was not found. There was no reported adverse patient effect or a clinically significant delay in the procedure. An unspecified device was used to complete the procedure. No additional information was provided.